Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported to the tm that during placement the end of the stylet was noted to be fractured when removing the stylet from the PICC. It was stated that all pieces were removed and there was no harm to the patient. This report addresses device two of two. On (B)(6) 2018, it was reported to the tm that no piece of the stylet migrated into the patient and no surgical or medical intervention was required. Tm was not aware of whether the PICC was inserted successfully or not.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported to the tm that during placement the end of the stylet was noted to be fractured when removing the stylet from the PICC. It was stated that all pieces were removed and there was no harm to the patient. This report addresses device two of two. 2/2/2018 - it was reported to the tm that no piece of the stylet migrated into the patient and no surgical or medical intervention was required. Tm was not aware of whether the PICC was inserted successfully or not.